Event description:
The report indicated an issue with a pump's quick bolus/wake button, which was difficult to press and required multiple attempts to activate the screen. There was no adverse impact on the customer's blood glucose level. Technical support advised the caller on how to press the button more effectively and assisted in removing the pump from its case but the difficulty persisted. As a result, it was decided to replace the pump. The replacement pump's serial number was provided, and the customer was informed about the necessary steps for replacement and insulin therapy continuity.